Event description:
This ra lead was implanted on (B)(6) 2014 and remains implanted up to this time. A call to technical services placed on (B)(6) 2014 states that while doing interrogation, caller noticed 6 events of atrial tachy response lasting less than 1 minute. This ra lead exhibited oversensing. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).